Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label insertion site. On (B)(6) 2025 at approximately 1:30 am, the patient observed an estimated glucose value (egv) of 77 mg/dl on her dexcom app. In response, she went to get juice and consumed it shortly after applying the sensor to her arm. The patient does not recall any further details due to losing consciousness. She reported no symptoms prior to passing out, did not confirm her glucose level with a fingerstick, and is unsure what the dexcom app displayed at the time of the event. The incident occurred while the patient was at a park. At approximately 2:45 am, park rangers found her unconscious and contacted emergency medical services. During transport to the hospital (approximately a two-hour trip), the patient vomited and was administered glucagon, though she does not recall whether a blood glucose check was performed prior to administration. She also does not remember her blood glucose reading upon arrival at the hospital or the medications administered during her stay. The patient was discharged in less than 24 hours, though she does not recall the exact time of release. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.